Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the radiofrequency head was unable to interrogate. It was also indicated that the head failed incoming tests. It was also indicated that the upper case lens was cracked and the magnet was broken. The head's cable, upper case, and magnet were replaced, and the head passed all functional and system tests. (B)(4).

Event description:
It was reported that the radio frequency (rf) programmer head was unable to interrogate the device. The rf head has been returned for repair. The radiofrequency head tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.